Manufacturer narrative:
All available information was investigated and the reported inability to open clip was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported inability to open the clip appears to be related to the identified harness jam between the binding plate and the connector. However, a definitive cause for the harness becoming jammed could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted. To further reduce mr, an additional xtw clip (50411r1104) was inserted into the left atrium. However, the clip was unable to open. Therefore, the device was removed and replaced. The clip was able to open once outside of the anatomy. One clip was then implanted. To further reduce mr, an xt clip (50408r1026) was inserted and deployed on the mitral valve. However, immediately after deployment, the clip opened to roughly 120 degrees. It was noted the clip remained stable on the leaflets. Mr was reduced to a grade of 3. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted. To further reduce mr, an additional xtw clip (50411r1104) was inserted into the left atrium. However, the clip was unable to open. Therefore, the device was removed and replaced. The clip was able to open once outside of the anatomy. One clip was then implanted. To further reduce mr, an xt clip (50408r1026) was inserted and deployed on the mitral valve. However, immediately after deployment, the clip opened to roughly 120 degrees. It was noted the clip remained stable on the leaflets. Mr was reduced to a grade of 3. There were no adverse patient effects and no clinically significant delay in the procedure.